Manufacturer narrative:
Lumenis investigated the reported event by contacting the reporter to request additional information which had been provided. According to the reporter, the event happened towards the end of the procedure , they were able to complete the removal since the stone was already broken enough to complete the procedure without having to use an alternate devise. No additional treatment was needed. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 12-jul-2020 and installed at the customer's site on (B)(6) 2020. A lumenis service engineer visited the site five (5) days after the reported event and examined the laser system. Recognized error 252, checked optics and alignment. Replaced pyro board. Performed operational and safety tests, and the system was returned to the facility having met manufacturer specifications and safe/ready for use. A review of subject device product risk file ((B)(4)) revealed risk # (B)(4); "system failure" which has the potential to lead to prolonged procedure -or- ineffective treatment, which may require re-operation. The risk has been quantified and found to be remote, and the risk likelihood has been characterized and documented as acceptable within a full risk assessment. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the operation was not at it's end, if the user facility might have needed to use an alternate device/method as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction. The faulty part is expected to be returned to the manufacturer for evaluation. Upon receipt and completion of the failure analysis of the complaint device, if the conclusion will be changed due to the analysis, lumenis will file a follow-up MDR. Lumenis is closing this complaint, but will continue to monitor the issue; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that at the end of a stone procedure in which a lumenis pulse 120h laser was being utilized, the display presented error 252. The user facility tried to troubleshoot for fifteen (15) minutes but the laser could no longer be used. The stone was already broken enough to complete the procedure without having to use an alternate devise. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.